Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, death occurred. The 80% calcified target lesion was in the left anterior descending (lad) artery distal to the 1st diagonal. The 90% stenosed, focal, target lesion was in the left circumflex (lcx) artery. The lcx lesion was predilated with a 2.5x10mm non-bsc balloon catheter. The lcx lesion was further treated with the implant of a 3.0x10mm non-bsc bare metal stent. The lad was predilated with a 2.5x12mm non-bsc balloon catheter. A 2.5x16mm taxus liberte drug eluting stent was deployed at 14 atmospheres for 5 seconds and fully expanded to treat the lad lesion. The balloon appeared to deflate slowly. The physician encountered difficulty in removing the delivery catheter as the balloon was sticking to the stent. The balloon was eventually able to be removed from the stent after the physician used a 60cc syringe to fully deflate the balloon. The stent remained implanted. Within 4 days post procedure, the patient experienced st-segment elevation and chest pain. Stent thrombosis was suspected; however, the patient died before revascularization could be done. There was no autopsy performed to confirm the cause of death.

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determed to be anticipated procedural complication. Product unavailable for analysis